Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received for a low out of range shock impedance measurement on the right ventricular (rv) lead and device. The physician decided to do another remote follow up interrogation one week later. At that time no out of range impedance measurements were recorded and the patient was asked to follow-up with their physician. The device was explanted over three years later during an upgrade procedure. The rv lead remains in service with the new device. No adverse patient effects were reported.